Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the tip area of the pebax. Initially, it was reported that high force readings were displayed on the carto 3 system after zeroing the catheter and moving the catheter around. The catheter was reseated, and the issue persisted. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 23-oct-2023, there was a reddish material inside the pebax and a hole on the surface of the tip area. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 23-oct-2023.

Manufacturer narrative:
The thermocool® smart touch® sf uni-directional navigation catheter device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a hole on the surface of the tip area. The magnetic and force feature were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. However, the hole on the pebax could be related to the force issue reported by de customer. The root cause of the hole on the pebax cannot be determined; however, based on the information available, the condition observed most likely originated someplace external to the manufacturing environment. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 31056721l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).